Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer identified four possible lot numbers (plots). The possible lot numbers are 5048777 (expiry date 10/01/2025, MFR date 10/01/2020), 4976303 (expiry date 08/01/2025, MFR date 08/01/2020), 3786928 (expiry date 09/01/2023, MFR date 10/01/2018), 4192530 (expiry date 08/01/2024, MFR date 08/01/2019). The complaint of disconnect between the bd primary alaris pump set and ch3515 spinning spiros was confirmed with low disconnection torque measurements. There was no observed defect or anomaly with the ch3515 spinning spiros. The probable cause of the reported disconnect cannot be determined. The lot history was reviewed for possible lot numbers and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The customer was not able to report the exact date of the event but indicated it could be one of the following, (B)(6) 2020; (B)(6) 2020; (B)(6) 2020; (B)(6) 2020; (B)(6) 2020, (B)(6) 2020; (B)(6) 2020; (B)(6) 2020; (B)(6) 2020. The event involved a spinning spiros¿ closed male luer w/red cap that leaked a chemotherapy drug, methotrexate. The disconnection occurred between the tubing and the spiros spinning cap when the cap was still attached to the clave needleless connector. There was very minimal chemo drug that came in contact with the patient or health care provider and the chemo spill was cleaned per facility protocol. There was patient involvement but no adverse event. This is the first of two events reported.